Event description:
The customer reported that the information on the box of product was correct. It should be a 36cm x 36cm, undyed suture. When the girls opened a package, the suture inside was clearly dyed, shorter and thicker than it should be. They opened one from each box and they were all the same. They noticed that the lot numbers are the same so there must have been a packing error/labeling error. I would like to return these sutures and exchange them for the correct suture.

Manufacturer narrative:
One (1) complaint was received on (B)(6) 2021 for mis-labeled product. Ya-1029q, lot aaib729. Products are being returned for credit/replacement. The remaining stock from the lot was locked/quarantined, twelve (12) units were inspected. The non-conformance was identified. CAPA (B)(4) was initiated to investigate and identify the root cause, implement corrective actions. An hhae (health hazard assessment evaluation) was completed. No risk was identified. The needle is the same type/size needle (taper ½ circle 3mm) as the item specified on the label. The suture is the same diameter (size 0) as the suture size specified on the label. The difference is the material type and length. This difference would be easily identified when opening the package. The length specified on package 36cmx36cm. The actual length 14cmx14cm. The product should be monoderm¿ (clear) suture. The device is pdo (violet). The suture materials are both absorbable material. Monoderm¿ absorption rate vs. Pdo absorption rate- IFU for monoderm (pga-pcl) absorption is between 90 and 120 days while the absorption for pdo is 180 days). This means if the suture was used in error, it would take longer to absorb. The violet thread is easily recognizable. The shorter length is easily identified. The suture inside is dyed violet and shorter than what is specified on the label. Preliminary investigation: manufacturing records were reviewed from the same time period as the suspect lot. Lot aahu729/rx-1069q ((B)(4) bxs.) (Pdo/violet, size 0, taper needle, 14cm x 14cm) was attached/wrapped on the same day, approximately the same time as the suspect lot. This lot has been locked/quarantined and remains in surgical specialties controls.